Event description:
It was reported that during a da vinci surgical procedure, it was noted that the wire broke during the movement of the distal labor input. No missing or fallen pieces were reported. Tha planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments conductor wire was broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. Failure analysis investigation also found instruments bipolar yaw pulley was broken. The yaw pulley was broken and was missing a piece opposite the conductor break. The broken damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's yaw pulley, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.